Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. To address the situation, the customer changed out the supplies. The customer reverted to an alternate method of insulin therapy.